Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with elevated creatinine on (B)(6) 2022. The patient had their torsemide decreased but creatinine levels did not return to baseline. The elevated creatinine remained elevated until (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. The IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.